Manufacturer narrative:
(B)(4).

Event description:
During a new implant while placing the lead, the lead migrated into what appeared to be the pericardial cavity. Patient was monitored and began to decompensate. A pericardiocentesis was performed. The patient's vitals improved, and the procedure was completed without further complications.